Manufacturer narrative:
Corrected section: changed to lot # 25143887. Internal complaint # (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and traces of blood were observed on the tool jaws. The heater wire on the hot jaw was slightly flexed at the middle portion but remained attached to the tip and base. It was observed that the boot insulation underneath the heater wire on the hot jaw had cracks and white discoloration. The boot insulation on the cold jaw appeared intact. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. Based on the returned condition of the device and the evaluation results, the reported failure device remains activated was not confirmed. Both analyzed failures material twisted/bent and thermal decomposition of device were confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure,vasoview hemopro failed to deactivate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure,vasoview hemopro failed to deactivate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.